Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient enrolled in a clinical study underwent a right hip procedure on (B)(6) 2012. A review of radiographs noted a non-displaced distal femoral fracture. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6) 2012 where cables were used to stabilize the femoral stem. A review of the invoice history indicates patient underwent tight total hip arthroplasty on an unknown date and was revised on (B)(6) 2012 due to infection.